Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus and evaluated. The evaluation did not confirm the reported image failure; the device was tested for 8 hours. However, the evaluation uncovered a peeled packing cap and a faded rear cover label. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the 4k autoclavable camera head did not display an image. The issue was found during preparation for an unspecified diagnostic procedure. There was no patient involved in this event.